Event description:
A (B)(6) baby went for an adenectomy procedure performed with an excalibur generator and a suction coagulator from another company. After the surgery, the nurses in the post-operation department found a burn that was located on the chest at the place where an ECG electrode was located. It seems that the operating room nurses placed the ground pad on an arm in front of the ECG. The excalibur was set at 30 watts coag. The size of the burn was as big as a quarter but with a higher burn concentration in the middle, where the metal pin is situated in the middle of the ECG electrode. Nurses placed the dispersive electrode on left arm and the ECG electrodes were placed on the chest (left side), in line with the dispersive electrode. As of this point forward, the operating room nurses will place the ECG electrodes and dispersive electrodes opposite to one another.

Manufacturer narrative:
The user-facility did not want to return the device for evaluation, but the facility's biomedical engineers performed specification tests on the suspect unit. Conmed will forward the evaluation report along with this form 3500a. Additionally, injuries of this nature are consistent with electrosurgical accessories as opposed to electrosurgical generators.